Manufacturer narrative:
The returned product consisted of the agent balloon catheter. Visual and microscopic inspection of the device revealed a pinhole at the distal markerband. There were no other issues identified with the device. The unreported pinhole noted during product analysis most likely occurred due to the device meeting with a restriction in the calcified target lesion. This investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that the device was unable to cross the lesion. An agent dcb mr 2.25 x 30.00mm was selected for treatment. During the procedure, the device was unable to cross the target lesion due to calcification. Another similar device was then used to successfully complete the procedure. There were no patient complications. It was later revealed through product investigation that there was a hole in the balloon.